Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19 may 2024, it was reported that infusion set cannula was kinked. The symptoms were noticed within 3 hours of insertion and the set was inserted on muffin top. It led to high blood glucose 423 mg/dl and the patient was treated with correction injection via mdi and the patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.